Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that on (B)(6) 2014 upon interrogation the pulse generator exhibited a diagnostics anomaly. On (B)(6) 2014 the device was explanted and replaced.